Event description:
Our affiliate reports that during a shoulder procedure, a portion of the distal tip of a se electrode broke off into the pt's joint space. All was retrieved and the case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a lab environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. When the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.